Event description:
The customer reported that the 2800 system monitors would not work. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The fuse to the monitor was replaced. The system was tested and operates as intended.